Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2006 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during a routine device check. A lead revision will be considered during the next device replacement. The rv lead remains in use. No patient complications have been reported as a result of this event.